Event description:
Distributor stated that the patient was using the hc431a mask and developed an allergic reaction on the bridge of the nose from the mask and was requested by the distributor to go to the hospital emergency room. Additional information obtained on 10/27/2007 from the distributor stated that the patient had impetigo and received antibiotics and steroids until the sore healed.

Manufacturer narrative:
The device was unavailable for investigation and no lot number was provided. Results: analysis is based on the event description provided. While it was stated that an allergic reaction occurred on the bridge of the nose with the mask material, the actual injury is more likely to be from a pressure sore occurring on the bridge of the nose. Pressure sores on the bridge of the nose are possible when the patient overtightens the mask for a prolonged period, or by sleeping habits. Increased tightening may occur in some patients to improve the sealing of the mask to suit their unique facial contour. Conclusion: the patient injury healed without complications following topical ointment application. There was no information suggesting a malfunction with the device. We have received similar complaints of pressure sores and are currently trending this at an occurrence rate of approximately 0.0047% for the last year. This complaint has been added to the database for monitoring and trending.